Event description:
Boston scientific received information that the patient with this device had two syncopal episodes. The device is on an advisory and the caller thinks it may have gone to an intermittent output state. Technical services recommended a hex dump (device data download) be performed.

Manufacturer narrative:
The hex dump indicated no resets had occurred. The device remains implanted. No further information available. This event will be reopened should more information be made available. A review of our records indicates this patient died of an unspecified reason five years after the initial reported observations. The device was returned three years after explant. This product issue will be updated when evaluation of this product is complete.

Event description:
Event description guidant received information that the patient with this device had two syncopal episodes. The device is on an advisory and the caller thinks it may have gone to an intermittent output state. Technical services recommended a hex dump (device data download) be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. No evidence of advisory issues were found in the memory or operation of the device. Device was unable to complete full returned product testing due to battery depletion. No other adverse events have been reported. This product issue will be updated if additional information is received.